Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed operational testing. It was noted by the customer that the device would generate a system error that would prevent the test from being completed. The device was not in use on a patient.